Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an exactamix 2000 ml eva tpn bag had particulate matter/foreign material inside the bag. This was observed during set up/preparation. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h4. H6 (update codes), h11. H4: the lot was manufactured between may 29-30, 2024. H11: the actual device and a photograph of the sample were provided for evaluation. Visual inspection was performed on both the samples, and a particle of foreign matter was identified. The reported condition was verified. The cause was unable to determine; however, the cause of the issue was possibly inherent to contamination during the manufacturing packaging process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.